Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Problem with all or part of an implanted or invasive device moving from its intended location within the body. Tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of a chronic type b aortic dissection using conformable gore® tag® thoracic endoprostheses and tx-d stent graft. Tgu343415 was implanted proximally. On (B)(6) 2022, at a follow-up, a proximal stent graft-induced new entry at the proximal edge of the tgu343415 was observed. Also the tgu343415 was migrated distally. On (B)(6) 2022, a reintervention was performed. A bypass (left common carotid artery - left axillary artery) procedure was performed. Additionally tgmr373715 was implanted just below the left common carotid artery. A left subclavian artery was plug embolized. No endoleak was observed. The patient tolerated the procedure.